Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer leaned up against a bolt while wearing the pump, and as a result the touch screen became cracked and unresponsive. Customer¿s blood glucose (bg) was over 500 mg/dl; manual injections were delivered to address the high bg. Reportedly, customer reverted to manual injections for insulin therapy.